Manufacturer narrative:
Ge healthcare engineering determined that the root cause of the event could not be discerned. The fire damage evidence indicates that the hydraulic oil from the tilt subsystem likely was a major contributor to this event. However, the source of the hydraulic oil ignition is undetermined because further investigation cannot be executed due to the related parts being badly burnt such as pump assy and power pan. Based on analysis performed by the suppliers for the hydraulic pump/valve assembly and circuit breakers in power pan, it was concluded these components were not the source of the fire. There were no injuries associated with this event and there has been no report of a similar event to date. This is an individually unique case on an eight-year-old system. The system design is in compliance with applicable design standards and design requirements limits the probability of open ignition or fire propagation. The system is designed to limit temperature, material composition, flammability ratings and is equipped with overload protection. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk.

Manufacturer narrative:
UDI_not_required. Ge healthcare's investigation in the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the imaging system may have caused/ contributed to a thermal event at this customer facility. The system was not in use; but was powered on. The fire alarm sensor gave the alert to local security. There were no reports of injury.